Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The shock impedances were noted to be 128 ohms. At this time, the physician has chosen to monitor the patient. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this rv lead was surgically abandoned and replaced due to the out of range shock impedances. An x-ray and fluoroscopy were both performed, but lead damage could not be confirmed. No additional adverse patient effects were reported.